Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported there was a ventilator failure during a case. There was no injury to the patient.

Event description:
Please refer to initial MFR. Report #9611500-2018-00081.

Manufacturer narrative:
Dräger could obtain the additional information that the ventilator failure was indeed a failure to activate the device at the beginning of the case after the workstation had been moved to a different floor. The dispatched fse could verify that the machine had lost all calibration and secure option data which explains why automatic ventilation could not be started. The problem could be narrowed down to a contact problem of the battery that buffers the nonvolatile ram which stores the relevant information. Such error condition cannot occur when the device is in use i.e. If there is supply voltage to the main board available by either mains or battery. It is seen likely that shock and vibration during the reported inner-clinical transport in switched-off state had caused the contact problem. When the device was powered-on again afterwards the self-diagnostic function detected the missing calibration data and prevented from starting automatic ventilation. The system indicates the ram failure and the conditionally functional state in the startup screen. Manual ventilation is possible; the fresh gas flow can be controlled at the mechanical total flow tube. The device was repaired, tested and could be returned to use. The ffr for the relevant parts is below 100ppm and considered acceptable. No patient consequences have occurred in the particular case.